Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, during a laparoscopic tep hernia repair. The balloon physically broke/rupture. They had change the trocar to complete the case. There was no patient injury.